Event description:
Reason for revision: pain.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The patient is a reported (B)(6) female with a bmi of (B)(6). The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tend to adversely affect hip replacement implants. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.